Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the ins has been dead for years. No symptoms or further complications were reported. On 2020-jan- 02, additional information was received from the patient reporting that the circumstances that led the dead battery was the patient stated that they used it for four years until it was no longer effective. It was reported that they were having their stimulator removed in 12 months when the pump battery would be replaced/implanted. No further complications were reported/anticipated.